Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced both elevated and low blood glucose levels. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined to troubleshoot with tandem technical support.